Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: h3, h6: a photo investigation was completed: the photographs provided were reviewed, however they do not represent the reported complaint, as only the outer packaging can be observed. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: part 04.016.270s, lot 30808p1: manufacturing site: mezzovico. Release to warehouse date: november 06, 2024. Expiration date: october 01, 2029. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified.

Event description:
During the procedure, at the end of the surgery, the insertion arch was removed, and it was observed that the proximal portion of the nail protruded significantly from the humeral head. It was suggested to insert a shorter nail, but the proximal screws of the nail were difficult to remove. The surgeon did not want to enlarge the incision to facilitate screw removal, so only one of the multilock screws was removed and the incisions closed. The surgery was completed successfully with no delay.